Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant breathing circuit was returned to fph in (B)(4) for evaluation. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned infant breathing circuit. The pressure test result was within the required specification. A lot check was not performed as no lot information had been provided. Conclusion: no fault was found with the returned breathing circuit and the reported fault was not replicated during testing. All breathing circuits are visually inspected and pressure tested for leaks prior to leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.